Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded and continued to use the existing cartridge. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The customer administered a manual injection to address bg level. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.